Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not locate the meal announcement option on the ilet interface and instead accessed a 24-hour glucose graph after tapping the center of the screen, which led to missed meal announcements and resultant hyperglycemia while using a dexcom g7. Symptoms included elevated blood glucose without systemic symptoms. Outcomes included prolonged hyperglycemia for several hours without medical intervention, ketone testing, or hospitalization, with subsequent downward trend to 246 mg/dl after education. Investigation included remote troubleshooting, user interface education, and confirmation of correct navigation back to the main screen with the fork and knife icon available for meal entry. Investigation of this case revealed user interface confusion and use error related to unintended navigation to the graph view, without evidence of device malfunction or alert/alarm issues. It was concluded, based on previously established findings for similar reports, that the cause was user error due to interaction with the display leading to missed meal announcement.